Manufacturer narrative:
(B)(4) stent partially deployed. The complainant indicated that the device has been destroyed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used to treat a 20mm malignant stricture in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous but had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying the wallflex biliary rx stent in the pancreas but it partially deployed at the distal point. The physician was forced to cut the device in order to release the stent. The physician removed the wallflex biliary rx stent from the patient partially deployed with force. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. However, it was reported that the patient died two to three days after the procedure from a respiratory issue. In the physician's assessment, there was no relationship between the stent and the patient's death.